Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis:the device was returned and evaluated by product analysis on 10/13/2015 with the following findings:the battery life complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of a shortened battery life. A battery compartment crack was observed. The battery cap coin slot was damaged. The cap was able to secure properly to the pump. The pump successfully performed a prime sequence without issue of alarm. The pump¿s electric power draws were within specification. No damage or defect was found to be pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. It was reported that the patient's blood glucose was 292 mg/dl with symptoms of dehydration. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.